Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer report of "rate changed from 205ml/hr on it's own to 300 ml/hr" was not reproduced. The device was tested with multiple infusions and deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced a change in infusion rate from 205 ml/hour to 300 ml/hour. This occurred during an unspecified process step in the central supply department. There was no patient involvement. No additional information is available.